Event description:
Breakage of versanail after arthrodesis of upper and lower ankle joint. Removal of versanail because of strong pain. About six weeks before removal pt noticed a loud clicking noise when he stands up. Pain since that. Nail broke in the area of a locking hole (the third hole when you look from distal direction).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.